Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during initial drain of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their transfer set from the patient line of their homechoice set during the dwell cycle. After receiving the system error alarm, the home patient cycled the power and reconnected their transfer set to the same patient line. Baxter's technical service center assisted the home patient in ending therapy. No patient injury or medical intervention was indicated at the time of the initial report.